Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that there was a crack in the cartridge compartment. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2015 with the following findings: there was no evidence of cracks on the cartrige compartment or any other areas of the pump. Unrelated to the initial complaint, the returned battery cap was found to be stripped; a test battery cap was used during the investigation. There was no physical damage on the keypad, however, the up button was found to be inoperative; all other buttons responded to testing. The keypad was removed for further investigation and contamination was found under all the keypad contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).